Event description:
During a tavr procedure using a 29mm sapien 3 ultra resilia valve deployed at 80:20 aortic/ventricular position with nominal volume contrast solution, as intended. After the removal of the sheath, blood pressure decreased. Chest compression and noradrenaline administration were performed, and hemodynamics became stable. After hemodynamics became stable, the access and complexes were re-evaluated but there were no complications, and thus the cause was unknown. Finally, the patient was transferred to ICU with iabp. Per medical opinion, multiple factors might have been involved, including, pre-existing slightly decreased cardiac function and pre-existing narrow left main coronary artery (lm). There was no problem with post valve deployment assessment and the 29mm commander delivery system and the 16fr. Esheath+ were removed in order. According to the preoperative conference (one week before tavr), ejection fraction (ef) was about 40%. The patient had a history of pci in lad.

Manufacturer narrative:
Per the instructions for use (IFU), hypotension and cardiogenic shock are known potential adverse events associated with the overall thv procedure, including vascular and apical access, use of angiography, balloon valvuloplasty, use of conscious sedation and/or general anesthesia, and the bio-prosthesis implantation. Patients undergoing the thv procedure can be non-operative or high risk, have complex medical histories and have multiple co-morbidities. Patient risk factors for hypotension include low ef, cad, chf, arteriosclerosis, hypovolemia, and anemia. Additionally, these patients are routinely administered multiple vasoactive drugs during the procedure and are intentionally made hypotensive, utilizing rapid ventricular pacing, to facilitate accurate valve deployment. As a result of these factors, intra-operative hypotension is not uncommon and is treated with standard therapies, including vasoactive drugs. It is also not uncommon to initiate brief chest compressions or cardiac massage to facilitate the distribution of these vasoactive drugs. In some cases, these standard maneuvers are not adequate, and initiation of cardiopulmonary bypass (cpb), insertion of iabp, and/or conversion to open surgery is required. Periods of prolonged hypotension can result in cardiogenic shock. Physicians are extensively trained by edwards before they are qualified to use the sapien thv (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. As a precaution, the thv training manuals instruct the operator to 1) minimize the number and duration of rapid burst pacing episodes, and 2) allow sufficient hemodynamic recovery before initiating another episode of rapid pacing. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that patient factors (decreased cardiac function, pre-existing narrow left main coronary artery (lm), and unknown procedural factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. H3 other text : valve remains implanted.